Event description:
This is report 1 of 1.this is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. The patient experienced peritonitis. The patient was not hospitalized for the event. The cause of peritonitis was unknown. The patient was on unspecified antibiotics (dose and frequency not reported). The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. A review of all batch record documents were performed for potentially associated lots h12j11037 and h12j01053 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for h12j11037 but does not indicate any issues related to the complaint.